Event description:
It was reported to the manufacturer by the facility ((B)(6)), per the facility the employees were assisting a resident out of bed. The resident's leg rubbed against the bed and he received a skin tear on his lower left leg. Basic first aid was performed at the facility. Complaint # (B)(4) has been entered into our system.